Event description:
Battery was inserted into the quikdrive mini and it started rotating on its own.

Manufacturer narrative:
Device is available to stryker and was received on 04/09/2009. Eval of the actual device is anticipated, and will be reported in the f/u.